Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited undersensing. The patient experienced phrenic nerve stimulation. The lead was explanted and replaced.